Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose (bg) level was 266mg/dl and a manual injection was to be administered to address the bg level. Due to the occlusion alarm, the customer performed a supply change. As the occlusion alarm had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion. During a follow-up, the customer reported their bg level was back to target range.